Event description:
It was reported that during a scheduled fess procedure, the instrument tip came off during use in the sphenoid. The surgeon retrieved it from the sphenoid sinus. He indicated the sphenoid bone did not seem hard. The fragment was easily removed from the patient. The device is to be returned for analysis, but not yet received.

Manufacturer narrative:
After a thorough investigation by the manufacturer, it was observed that the tube of the instrument was bent. This is probably due to an excessive effort or a shock during the use by the customer. There is a strong probability that this twist on the tube has led to the breakage of the tip. The instrument cannot be repaired.

Manufacturer narrative:
The manual sphenoid punch forceps are specifically designed to aid visibility during sinus surgery, especially in the sphenoid sinus and frontal recess. Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.